Manufacturer narrative:
Device evaluation: rupture: observed, broken on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations: crease fold observed on the device. Clarification to reason for reoperation: no information. (Initial medwatch. Reported reason for reoperation as "rupture" but healthcare professional reported rupture was found during surgery).

Event description:
Healthcare professional reported left side rupture found during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.